Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient was hospitalized on (B)(6) 2026 due to a bent cannula leading to ketoacidosis and symptoms of nausea, abdominal pain, and headache. The blood glucose level was 395 mg/dl at the time of the event, and the patient was treated with an intravenous syringe. The patient was released from the hospital on (B)(6) 2026. The length of hospital stay was twenty hours. No further information available.